Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, the bur did not rotate normally, it was in the state of rotating idle. Upon checking the bur, the root part was detached. There was no patient impact.

Event description:
As per the product analysis, the bur was intact and not broken, which does not meet the reporting criteria.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. H3: product analysis found visually, there was no damage in the construction of the device. There was no damage to the distal diamond grit tip and no loose components. Functionally, the inner assembly spun freely by hand with no binding. The bur fit securely into a handpiece, ran in forward mode at 12,000rpm, and cut saw bone with no issues. A review of the global complaint data showed four similar complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. H6: previously applied codes fdm b17, fdr c20, fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.